Manufacturer narrative:
Corrected information g4: PMA/510k # or bla # additional information d4, d9, h3, h6, h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation was unable to reproduce the reported over infusion. Evaluation sent the device to flow lines for flow testing at 40 ml/hr for 60 mins at 40 vtbi with the results of 40.924 and passing error percentage of 2.31%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Review of the event history log on the event occurrence date revealed an infusion of heparin programmed in the ICU at a dose of 3200 units/hr and a vtbi of 230 ml. However, the history log data on the event date appears to be partially missing and the review could not be completed. There is no indication of a systemic issue as there are no additional complaints reported with this issue.the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused heparin. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.